Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was exposed upon taking out from the package, even before device inserted into unknown sheath. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There was no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx control vcd use. The mynx control vcd was used in a interventional procedure. The physician had achieved certification on the use of exoseal vcd. The patient does not have a history of infectious diseases. The patient¿s bmi was not greater than 40. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was contaminated by blood and was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) was exposed upon taking out from the package, even before device inserted into unknown sheath. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx control vcd use. The mynx control vcd was used in an interventional procedure. The physician had achieved certification on the use of exoseal vcd. The patient does not have a history of infectious diseases. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was contaminated by blood and was discarded; therefore, it will not be returned for evaluation. The reported event ¿mynx control system-deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported premature exposure of the sealant since it was also reported that there were no visible signs of device damage prior to use. However, handling factors (such as device removal technique) are possible. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.